Event description:
It was reported that the patient had a magnetic resonance imaging (MRI) procedure and then five months later, the device was not able to display battery voltage measurements and the trend was shown as "invalid." Performance data was collected from the device and analyzed; it was determined that a bit flip in device memory occurred. The battery voltage measurement data was reconstructed and is available to the physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed that the diagnostics problem was expected behavior. It was also noted that a bit flip in a diagnostic trend does not display evidence of a bit flip as a power on reset (por). The analyst noted that the battery voltage was not available due to a bit flip in the lead impedance/battery voltage trends.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed that the diagnostics problem was expected behavior. It was also noted that a bit flip in a diagnostic trend does not display evidence of a bit flip as a power on reset (por).